Event description:
The patient reported that he accidentally primed the pump after reconnecting the pump to the infusion set and inadvertently delivered 33 units of insulin into his body. He revealed to customer support that his blood glucose (bg) prior to the event was 132mg/dl and at the time of the call was 47mg/dl. He was advised to drink juice to ingest glucose tabs immediately and proceed to obtain emergency treatment. Approximately 2 hours later customer support called the patient who confirmed he was being treated in the emergency room (ER) of a hospital, his bg was responding to oral carbohydrates, and was 67mg/dl. The patient stated that his symptoms of shaking and sweating had subsided; he said he was expected to remain in the ER for 4 hours of observation. He stated that he did not receive glucagon or intravenous glucose. Customer support called again about 6 hours later and the patient said that he had been released from the ER with bg of 146mg/dl after about 4 hours of treatment. The patient received additional insulin pump safety instruction from customer support. This complaint is being reported because the patient experienced severe hypoglycemia after he unintentionally delivered insulin from the pump.

Manufacturer narrative:
The adverse event described in this complaint is not associated with a malfunction or defect of the device. Therefore, the pump is not expected to be returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.